Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer's sensors have been popping off too early. Customer has been using tapes and nothing is working. Customer perspires heavily only when it's hot outside. Customer has tried the taping kit and stated that the issue occurs when she sweats or does water aerobics. Customer mentioned that she is very active and she had a low when the sensor was coming off. Customer drank juice and her blood glucose was in the 400's mg/dl. Customer stated that the sensor was still reading low, so she removed the sensor. Customer has gone through 3 sensors since then. Customer's last blood glucose was 148 mg/dl. Customer was advised to monitor the problem and call back if issues persist.